Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by mother that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. Due to elevated bg levels, patient was unsure if cannula had properly inserted in the infusion site (hip/buttocks). Patient was also vomiting and high ketones were present as well. As treatment, a manual injection was delivered and patient was given anti-nausea medication that was prescribed 3 weeks prior (as reported in medical event case cn-2374806).